Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the compartment 3 was difficult to shut. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that compartment 3 was difficult to shut. A field service engineer (fse) checked all cables/ connections, logged into hardware test application, ran a test on tower 3 and found door 3 would click multiple times after opening. The fse also noticed that the door board failed due to capacitors being bent and loose, replaced the door board with new one, reseated everything and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.